Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not be released from the catheter after being deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023, for the treatment of closing a bleed. During the procedure, the clip was unable to release from the catheter after deployment, the clip was removed from the patient's mucosa. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.